Event description:
Hook cautery attached to bovie pen, plugged in ligasure device. The surgeon was dissecting around the base of the appendix when he activated the bovie pen with the hook cautery tip attached. There was no feedback sound to hear that the device was activated. The surgeon attempted to dissect more tissue, and the device was still activated on its own.